Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A sister reported that a footswitch stopped working mid surgery. After adjusting, the footswitch started working again and the surgery was completed without further issue. The patient impact is unknown. Additional information has been requested, but not received to date.